Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies but occlusions persisted. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.